Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# v556823, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
The consumer reported that she was in the hospital for a surgical procedure unrelated to the device/ therapy and post procedure, she saw a power on reset warning on the patient programmer. The surgical procedure was noted to be possibly related to the issue. There were no patient symptoms reported. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided. If additional information is received, a follow up report will be sent.